Manufacturer narrative:
Device malfunction is suspected, but did not cause or contributed to a death or serious injury.

Event description:
Reporter indicated that system diagnostics performed at a routine office visit resulted in high lead impedance. High lead impedance indicates a possible device malfunction. The site reviewed the x-rays and reported no obvious lead breaks. There were no adverse events associated with the high lead impedance. It is unknown if patient will undergo revision surgery.